Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a that the batteries were draining quickly and the device alerted low battery with only 2 bars left and shut off. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 125 mg/dl. During troubleshooting the customer saw a few hair line cracks in the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump passed the operating currents within the specified range. The insulin pump passed the off no power test. No failed battery test alarm bad battery alarm or low battery alert was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window.